Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no power. The reporter stated that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: there were no pump reboot events observed in the black box. The battery compartment was cracked on the side near the threads and around the bumper pad. There were stripped threads on the returned battery cap. The battery cap was unable to fully attach to the pump. A test battery cap was able to carefully attach to the pump and was used to complete a 24hr duration test with no power interruptions. Unrelated to the initial allegation, the display screen was dim and discolored.